Event description:
A patient reported they were not able to power on their one touch basic meter and had to see the physician. Patient had symptoms of dizziness, faintness and coldness for the past fifteen days. The result on the physician's meter is unknown. The result on their friend's meter was 275, 200, and 175 mg/dl. Patient took their diabetes medication. No further information has been reported.